Event description:
A male patient was admitted for a coronary angiogram. The target lesion was the ostial right coronary artery. The lesion was de novo and calcified. During the coronary procedure while the physician was trying to cross the target lesion the cypher stent came off in two separate attempts. The stents were no retrieved. The procedure was completed with a taxus stent. There was no patient injury. The products were clinically used. The products will be returned.

Manufacturer narrative:
This is one of two submitted for the same medwatch. Please reference manufactuer #'s 3003742446-2006-00411.